Event description:
An article was published in the international journal ophthalmol titled, 'acute micro-macular hole associating with extensive intraoperative rotation of implantable collamer lens without ophthalmic viscosurgical device assistance: a case report'. The article reports " a micro-macular hole (mmh) following the intraoperative rotation of implantable collamer lens without ophthalmic viscosurgical device (ovd) assistance and eventually this mmh closed spontaneously". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- health effect- clinical code 4581: acute micro-macular hole. H6 - device code 1494: off-label use (acd < 3.0mm). (B)(4).

Manufacturer narrative:
Claim #(B)(4).